Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented for a follow-up in clinic. Interrogation showed the patient's right ventricular (rv) lead exhibited loss of capture and decreased r-wave amplitude. The physician suspected cardiac perforation and lead dislodgement. The patient was asymptomatic. The physician explanted and replaced the lead. The patient was stable throughout.